Manufacturer narrative:
A field service engineer (fse) performed an on-sight inspection and found the magnetic brakes worked properly, however, the microscope was extremely out of balance and the safety height limit screw setting (which stops movement of the microscope below a set height to prevent contact with the patient) was incorrect. This screw was also incorrectly labeled by the user as do not touch. The fse retrained a staff person on how to balance the microscope and how to set the safety height limit screw. The manual explains in detail how to check the balance and the importance of the safety height limit.

Event description:
It was reported that during cataract nucleus deconstruction, the opmi lumera 700 microscope head suddenly and unexpectedly moved shifting the field of view away from the eye. Both of the surgeon's hands were on instruments in the eye at the time. The microscope was repositioned within 5-15 seconds using the surgeon's foot control and no injury to the eye was observed. During epinucleus removal a nasal posterior capsular tear was observed which required an anterior vitrectomy. It was further reported that the surgeon could not be certain that the microscope movement caused the capsular tear, but it could not be ruled out.